Event description:
Customer stated audio not functioning at bolus not on activation. Ran the self-test and audible occurred. Unit not subjected to moisture but was dropped about one month ago. Has reverted to injections for the time being.